Event description:
Same case as: 2134265-2013-08734. Reportable based on device analysis completed on (B)(4) 2013. It was reported that the burr was unable to cross the lesion. The patient was undergoing a percutaneous coronary intervention for treatment of angina pectoris. Vascular access was obtained on the right side. The 90% stenosed, eccentric and de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected and advanced for rotational atherectomy. No issue was noted during testing outside of the patient. The rotalink burr was unable to cross the lesion. It was further reported that the rotawire was fractured after it was withdrawn from the patient and the fracture was due to the physician's inattention. The procedure was completed with another 1.25mm rotalink burr. No patient complications were reported and the patients¿ status is stable. However, device analysis revealed a torn/split sheath.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A partial guidewire was returned inserted in the unit. The catheter handshake connection was bent. The guidewire could not be removed from the catheter unit. Blood was noted throughout the catheter sheath. The sheath was torn/split approximately 20cm from the strain relief. This damage to the catheter sheath is associated with over tightening of the haemostasis valve. The burr was microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. (B)(4).